Manufacturer narrative:
There was no indication that the accutni+3 reagent was returned for evaluation. The fse evaluated the instrument and did not see evidence of instrument malfunction. In conclusion, the cause of the event cannot be determined with the available information. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (accutni+3) result on unicel dxi 800 access immunoassay system. A review of the archive data file confirmed the customer's report. The result was reported outside of the laboratory, but was questioned. A repeat of the sample on the analyzer in question recovered lower results. Please refer to the attached patient data table. There was no report of injuries or change to patient treatment in connection with this event. The sample was collected in green vacutainer tube and was centrifuged for five (5) minutes at five thousands (5000) rotations per minute (rpm). The customer noted no sample integrity issues. System parameters such as quality control and system check run were within specification. A bec field service engineer (fse) was dispatched to the customer site to troubleshoot the issue on (B)(4) 2014.